Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02264 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted during a procedure on (B)(6) 2010. According to the complainant, post-implantation the patient experiences chronic, severe pain, unrelieved by analgesic medication; chronic infections refractive to antibiotic therapy; constant urinary tract obstruction and urinary retention; increased stress urinary incontinence; constant pulling sensations across the pelvic area; repetitive vaginal infections requiring constant antibiotic therapy, and obstruction of the bladder neck and/or outlet (specifics unknown). Reportedly, the patient underwent corrective surgery on (B)(6) 2011 (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.